Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact such as the event mentioned in the patient report, was determined to be the root cause of device failure. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The parents reported that the child fell hard down the stairs on (B)(6) 2016 and hit her left side ear. The affected channels were deactivated and the patient was reprogrammed. After the reprogramming the patient responded to sound on the channels available. The patient was re-implanted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents report that the child fell hard down the stairs on (B)(6) 2016 and hit her left side. The affected channels were deactivated and the patient was reprogrammed. After the reprogramming the patient responded to sound. A CT or x-ray will be scheduled.